Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion of the implantable pulse generator (ipg). It was also reported the device was no longer programmable and there was no pacing signal of the electrocardiogram (ECG). A replacement surgery was scheduled. No patient complications have been reported as a result of this event.